Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Additionally, it was reported that the insulin gauge was inaccurate and that a minimum fill notification occurred after filling the cartridge with over 300 units of insulin. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 186 mg/dl.